Event description:
An empty reservoir was reported. It was reported, the patient had withdrawal symptoms in the past when she was between doctors and could not get her pump filled, which caused the medication to run out. At that time, it was noted there was nothing wrong with the pump. The patient ended up in the emergency room and in the hospital where they put medication into the pump until she was able to get it filled. The drug being delivered via the device system was not provided at the time of report. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2002 (B)(6), product type catheter product ID, 8578 lot# n160039016, implanted: 2009 (B)(6), product type accessory. (B)(4).

Event description:
Additional information received reported the withdrawal occurred when the patient first established herself at her current clinic. The pump had previously gone dry and the patient was in withdrawal. The pump was filled and there were no further issues.